Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported via email. A customer reported unspecified low sensor scan results compared to readings from an adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). It is unknown if the customer experienced any symptoms; however, it was noted that they received unspecified treatment from a healthcare professional. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 82 mg/dl and 85 mg/dl was compared to an adc meter reading of 214 mg/dl and 235 mg/dl. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.